Manufacturer narrative:
The reporter's observation could be duplicated during investigations. When there is an alarm that starts with a "<" symbol, the alarms are not correctly displayed on the validation screen. From the list of alarm ids that should be displayed on the "test alarms" column, all the flags after a "<" symbol (including the "<" symbol itself) will not be displayed in infinity. As a workaround, the user can configure the test tab of the validation screen, where the alarms are correctly displayed. The reported allegation has been verified as a software issue. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they have an issue with their cobas infinity software where test alarms are either not displayed or are incompletely displayed on the validation screen of the software. For the first example, no alarms/errors are displayed on the validation screen for the "antithrombin iii" test. Refer to yellow highlighted area on left side of the screen. In the test details section of the same screen, the alarms/errors are displayed correctly. Refer to yellow highlighted area on the right hand side of the screen. For the second example, one error ("noclot,") is displayed on the validation screen for the "fibrinogen,calc." Test. Refer to yellow highlighted area on left side of the screen. In the test details section of the same screen, the alarms/errors are fully displayed. Refer to yellow highlighted area on the right hand side of the screen.